Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08750 inches. Per visual inspection the lcd glass found small bleeding at the upper center part of the lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 680 mg/dl. The customer current blood glucose was unknown. The customer experienced symptoms such as been throwing up and was feeling sick yesterday as well as nausea and lethargic. The customer was off the pump prior to hospitalization for less than 48 hours. The insulin pump will be returned for analysis.